Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge leaked from the septum after the cartridge was filled with 120 units. Blood glucose was 84 mg/dl. A new cartridge was successfully loaded to address the event.